Event description:
It was reported the device was used during a laparoscopic splenectomy. It was reported the endocutter would not fire. It had the splenic artery and vein in its jaws. They pulled another endocutter to finish the case. There was no consequence to the pt.